Event description:
During essure procedure, md had difficulty placing device on right side due to tubal spasms so she used polyp forceps to open ostium. Pt had pain throughout the procedure despite pain treatment protocols. Md saw pt several times after procedure due to bilateral pain and pulling sensation in right abdomen. On (B)(6), md performed a laparoscopy which showed a perforation on the right side with adhesion from uterus into fat of appendix. Md then did a bilateral salpingectomy and removed both devices. At five days post surgery, the pt's pain was largely resolved. Md attributes pt's pain to essure and to the adhesions resulting from the perforation.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.